Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00937. This report is being submitted as additional information. Approximate age of device- 1 year, 4 months, and 25 days. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported acute hemorrhagic stroke could not conclusively be established through this evaluation. The (B)(4) was not returned as of (B)(6) 2018. If the pump returns, the investigation will be reopened and the device will be evaluated. The hmii lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2018 due to an acute hemorrhagic stroke. No additional information was provided.